Event description:
It was reported that the user announced a meal prior to eating while using the ilet with a dexcom g7 and subsequently experienced low blood glucose; the agent advised announcing at first bite and treating the low before eating, and oral glucose was used. Symptoms included hypoglycemia with a lowest cgm value of 61 mg/dl and an estimated duration of about 10 minutes. Outcomes included an unexpected medical intervention requiring medication and were characterized as a serious illness/impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.